Manufacturer narrative:
The 12mm aso, 7f dtv45 (sheath, dilator, loader, and delivery cable), and 9f dtv45 (sheath, dilator, loader, and delivery cable), were returned to aga medical and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The 7f and 9f dtv45 components were examined and damage/kinks to the dilators and sheaths were observed. The cause of the damage could not be determined. Using a test delivery system, the aso was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. Using the returned dtv45s, the aso was loaded, handed-off to each sheath, advanced, deployed, and recaptured without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The delivery system's manufacturing records could not be reviewed since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available a supplemental report will be filed. The results of embolization investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown. Our product analysis was unable to reproduce or confirm the performance described in the field. Our investigation confirmed that the device and delivery systems met manufacturing specifications prior to shipment and upon return to aga medical.

Event description:
According to the initial information received, the defect measured 13mm by echocardiogram and 11.2mm by sizing balloon so a 12mm amplatzer septal occluder (aso) and a 7f amplatzer torqvue 45° delivery system (dtv45) were chosen as recommended. When the aso was advanced the 7f dtv45 kinked and the aso was unable to be deployed. Another 7f dtv45 was used and the aso seemed to seat well in the defect; however, minutes after release from the delivery cable, the aso embolized to the right atrium. The patient was noted to have an insufficient rim. The aso was attempted to be removed percutaneously with a snare and a 9f dtv45; however, when the snare was advanced around the point of the sheath, the snare became stuck in the sheath and could not be advanced. Another 9f dtv45 was successfully used with the snare to remove the aso.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient underwent atrial septal defect closure with a 12mm aso. The procedure was successful but the aso embolized a few minutes after release. The aso was snared and removed. It is not known whether another device was attempted. Echocardiographic images were not provided for this review. The still images that were provided showed balloon sizing and aso placement, followed by images of the embolized aso and snaring of the aso for removal from the venous system. According to aga's medical consultant, the cause of the embolization could not be determined as echocardiographic images were not provided.